Event description:
It was reported that a male patient born in 1948 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. At the end of the procedure, a cardiac tamponade was noticed when the patient had a drop in blood pressure. They checked using ultrasound. The pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 600cc of fluid was removed. The patient was reported to be in stable condition. The physician recently started burning at 50 watts instead of the normal 35-40 watts and this may have caused the pericardial effusion. It was also reported that the carto 3 system was displaying error 1007, chest patch sensor error. The team switched the yellow and the green patch cables and the error followed the cable. The caller rebooted the patient interface unit (piu) without resolution. The chest patch cable was replaced and the issue was resolved. Procedure continued. This happened before the case got started. Faulty cable has all black sensor covers. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was burning at 50 w. Additional intervention provided was a sternotomy. The patient outcome of the adverse event was recovered. The patient required extended hospitalization because of the adverse event. A transseptal puncture was performed with a brk needle and sl1. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. The event occurred during the ablation phase. The irrigated catheter flow setting was set at 8 and 2. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with tag index. 2 mm tags. 2 mm for 5 sec and 25% of 5 grams with no additional filter used with the visitag. The c-3 location patch issue was assessed as not MDR reportable. This was highly detectable. Most likely harm was procedure delay or cancellation. . Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-may-2022. It was reported that a male patient born in 1948 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and surgical intervention. The patient also required extended hospitalization because of the adverse event. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following biosense webster, inc. Procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).